Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after a bd autoshield¿ duo 0.30 mm (30g) x 5 mm safety pen needle withdrawal the red shield on the needle did no click down and the needle was visible. The quantity of medication delivered is unknown. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A DHR could not be completed as the lot number is unknown. Conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.